Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type internal neurostimulator; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient felt that her internal neurostimulator (ins) 'was loose in the pocket' and she experienced a loss of therapeutic effect. The patient also stated that her device had not been 'as affective at covering her pain.' It was noted that the patient experienced an increase in baseline pain in her left arm. It was further noted that she was having trouble connecting to the ins. The patient stated that she had requested reprogramming several times. Additional information reported that the patient was 'seeing a temperature gauge on the recharger and that it would not charge past 75%'. The patient reported seeing the 'too hot' message the last few times she recharged the device and that the ins felt hot. The patient also stated that she felt pain and that the 'device was messing up.' The patient stated that 'the device dislodged where it was tacked down and was not making a good connection.' It was noted that the 'implanted device was located under the patient's left arm, and her leads were in her shoulder blade.' The patient further noted that she was feeling pain where the device and leads are. It was further noted that the patient experienced pain in her shoulder and left arm, but she 'was not sure if the reflex sympathetic dystrophy (rsd) or the implant that was causing the pain.' The patient stated that this occurred (B)(6) 2012 when the 'bracket got dislodged.' The patient further stated that she has not used her device for the past 6 months and that she has not been reprogrammed for 1.5 years. The patient noted that she had a scheduled appointment with the physician. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-06293.